Event description:
It was reported that the customer was hospitalized for dka. The customer stated that the md believes the cause of the event was pump related. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing.